Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flow rate issue when running a cyclic tpn infusion. It was ordered to run at 6.6 cc;s per hour. At 21:41 they changed it to be vtbi 49.1 and a time of 1 hour 30 minutes. According to the logs they hit pump run, and there was no confirmation of the rate change to 32.7 ml's ( and increase in rate of 21 ml's per hour). After they choose nicu, they ran it on these settings: nicu>parenteral> weight> 3.1 to 6 kg (patient weight). They tested the same rates today (6.6 ml's/hour) and vtbi 79.2 ml and it accepted that. And then at 17:03, they changed it to be 49.1 ml's over 1 hour 30 minutes and it is confirmed in the logs that he got the confirmation message today, which the pump should have done on the 22nd. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and indicates the user stopped the infusion and altered the duration of the infusion (with the same remaining volume to be infused) and did not receive the "rate change confirmation" dialog box. On (B)(6) 2018, an infusion matching the customer described situation was programmed as part of the customer's attempts to reproduce the clinical observation. The history log indicates that the user performed similar steps and did receive the "rate change confirmation" dialog box. The difference between the two events can be attributed to the manner in which the user altered the duration of the infusion, which is not recorded in the history log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. If the user clears the current infusion duration prior to entering a new value for the "time" field, the device will not produce a "rate change confirmation". If the duration is not cleared prior to entering a new value for the "time" field, a "rate change confirmation" dialog box will be displayed. Per software engineering, this functionality is by design. The device therefore functioned as designed with no observable failure. Should additional relevant information become available, a supplemental report will be submitted.